Event description:
User accidentally hit the top of his hand on the ir emitter while moving arm to adjust temperature of the unit. User sought medical attention and physician diagnosis of injury was a 2nd degree burn.